Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that the previously reported issue of the volume of undelivered drug remaining in the pump reservoir being more than the expected volume was likely due to user error when performing the pump refill procedure. During a (B)(6) 2016 appointment, the patient reported decreased efficacy of pump therapy and difficulty sleeping due to pain. The physician believes the patient experienced increased pain due to a tolerance to fentanyl. The patient's pump therapy medication was changed to percocet. The physician later reported that the patient recovered from all side effects from reactions to fentanyl tolerance, but suffers from intermittent insomnia, which the patient has started taking medication for. Pump therapy is intended to treat neuropathy with intractable pain, chronic pain syndrome, and failed back surgery syndrome. In (B)(6) 2016, the patient was prescribed fentanyl for pump therapy. The medication was later changed to percocet due to fentanyl tolerance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump reservoir volume higher than expected was observed. The patient reported experiencing a slight decrease in pain therapy.